Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient complained about distortions and strange hearing feelings although normal amplification, good thresholds and good aided hearing scores were present. The patient was explanted on (B)(6) 2013.